Manufacturer narrative:
The device was returned for analysis. The stent implant was dislodged and moved distally on the stent delivery system (sds), confirming the reported stent dislodgement. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, tortuous and 90% stenosed artery causing the reported failure to advance and subsequent stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both heavily calcified, tortuous and 99% stenosed. After lesion pre-dilatation, the xience xpedition stent delivery system did not cross the lesion. The stent was noted to be loose on the balloon, but was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another xience xpedition stent was imlanted to complete the procedure. No additional information was provided.